Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an alert for high, high voltage lead impedance. The physician suspected it was most likely due to the patient's conditions. The impedance has always been high and close to the upper limit and due to the patient currently ¿being dry¿ the impedance went up only slightly and triggered the alert. The patient has no consequences due to this is was even unaware of the notifier alert. The patient would continue to be monitored remotely.